Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. The patient stated that they noticed "more than a few drops of solution" on the cassette when it was removed from the homechoice. The patient stated that the device was not stored under extreme environmental conditions, they did not notice anything wrong with the carton or overpouch, and they did not use any sharp instrument to open the carton or overpouch. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.